Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was having possible wake button and occlusion issues. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the reported issues was unable to be performed. Although requested, additional information was not provided.